Event description:
The pt received her scs sys on (B)(6) 2009 including an ipg. It was reported the pt is no longer feeling stimulation. The charger can no longer locate the ipg. The pt has not recharged her ipg since (B)(6) 2011. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.